Event description:
Customer has made two calls in 2002 to report the same issue with their meter, ie: inaccurately high readings. Allegedly in the morning around 3:30am paramedics came to customer's home while customer was sweating and confused. Emergency medical technician did a test on customer's meter with a result of 74 mg/dl and a test on their meter at the same time, same finger and got 57 mg/dl. Tests were done at 4:09am with 17 points difference. (In the second phone call customer stated the meter reading was 84 while the emergency medical technician's was 5 mg/dl). Customer also mentioned that the night before, at 10:01pm patient's reading was 220 mg/dl and at 10:30pm patient took their usual lantus insulin dose. Patient had indicated they should not have had an insulin reaction at 3:30am. Emergency medical technician treated patient with food or beverage, per ccr notes. Customer's symptoms are more consistent with the emergency medical technician meter result and their treatment than with their meter, therefore this case is reported as an adverse event. Customer's control solution was expired at the time of the call, so ccr could not verify accuracy of the meter. Fresh control solution and replacement meter has been sent to customer. Medical affairs specialist called customer twice to get further inforamtion. Customer was not available. Mailed letter.